Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted (B)(6) 2008; 5076-52 lead, implanted (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic due to an alarm for noise and oversensing on the right ventricular (rv) lead. It was noted the lead had an impending fracture. All therapies were disabled. The lead was capped and replaced. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.